Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that sometime after establishing a bladder fistula with the rutner suprapubic balloon catheter set, the balloon came off. The fistula was reestablished, but there were no further injuries aside from this additional procedure. No pieces of the complaint device were left in the patient.